Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), unstable thresholds and insufficient fixation were observed during two deployments. It was also reported that the delivery system exhibited deformation of the tip due to heat degradation. The leadless ipg was not implanted and replaced. No patient complications have been reported as a result of this event.